Event description:
On 06/17/2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the display was damaged and that there were vertical lines observed through the display. The display flex was damaged. The test display was used and the display was clear and legible. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated to the original complaint, the battery cap threads were stripped. The battery cap was able to maintain electrical contact during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.